Event description:
The complainant reported that the impella cp had a sudden increase in motor current while supporting a patient. Impella flows were saturated. A structure can be seen sonographically at the inlet. The patient was taken to the catheterization lab where a transesophageal echocardiogram was performed. Part of the papillary muscles was seen at the inlet. The pump was repositioned, which solved the problem for the time being. It was therefore decided to leave the pump in place and to continue monitoring. It was further reported that the patient expired while on impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation into saturated flow has been completed. No product or data logs were returned for analysis. The root cause of the saturated flow was not determined g.1 revised MDR reporting contact email since the initial manufacturer device report number: 1220648-2024-21979 was submitted.